Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: "200s-range" mg/dl and "60s-range" mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer refused to return the meter and strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.